Event description:
The account alleged, while reaching for the bed side table, the pt swung his left leg and left arm over the lower bed railing on the pt's right side. The pt leaned on the railing with his body weight. The bed railing released and the pt fell on the floor. The pt did not sustain any injury.

Manufacturer narrative:
The technician went to the account and performed the investigation. He spoke with the nurse supervisor who stated, "she checked the bed siderail and she found the rail working ok, she leaned and put pressure on the rail and it did not come off." The technician inspected the bed and tested operation of the siderails, he found no problems with the siderails and they are working as designed.